Event description:
During a coronary stent drug eluting treatment procedure, a dissection and stent damage occurred. The physician advanced the 2.75x16 mm taxus express2 drug eluting stent to the lesion in the mid left anterior descending (lad0 artery, but was unable to cross. A dissection occurred in the proximal portion of the vessel. Once the stent was removed, the physician noticed a stent strut was sticking out. The dissection was treated with plain old balloon angiplasty (poba) and a liberte stent. No additional patient complications were reported. Patient status reported as "fine".